Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.

Event description:
It was reported to baxter (B)(4) that on (B)(6) 2013 the homechoice machine, sounded a system error (se) 2240 alarm (air in tubing) during use. The unidentified patient was connected to the device at the time of the alarm. No clinical consequences for the patient were reported. There was patient involvement. During troubleshooting, there was nothing found that caused or contributed to the alarm. The patient would continue therapy with new supplies.